Manufacturer narrative:
There are no indications that this problem is related to the astra tech products. Due to severity of the symptoms and the long duration of the healing process, this event is reportable per 21cfr part 803. The report is for the second device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
A patient received two astra tech implants in regio 18, 19 (fdi # 37, 36) on (B)(6) 2014. On (B)(6) 2017 the implants were removed. There is no x-ray documentation available. According to the very sparse information the patient suffered from implant loss, infection, progressive boneloss and periimplantitis, with additional comment from the dentist: "bone infection and abscess. The implants were removed with necrotic bone. Took until now for bony necrosis abscess". The patient had been treated with bisphosphonate injections which is a well-known risk factor for bone necrosis.

Manufacturer narrative:
The patient had been treated with bisphosphonate injections which is a well known risk factor for bone necrosis. There are no indications that this problem is related to the astra tech products.